Event description:
Report was received regarding potential legal action involving a presumed stent thrombosis. Review of the available information does not reveal sufficient information to relate the procedural, patient or target lesion details. An unknown cypher stent was placed in an unknown coronary artery of a male patient and subsequently, the patient suffered a presumed stent thrombosis and heart attack.

Manufacturer narrative:
No sterile lot number was provided, thus no DHR could be performed. Stent thrombosis and heart attack are known potential adverse events associated with coronary artery stent implantation and are listed in the product IFU (instructions for use) as such. Review of the severely limited information does not suggest what factors may have contributed to the presumed stent thrombosis and heart attack.